Event description:
Based on the 4 h's and 4 t's in the als protocol, the site arrived at a possible embolism. For this, the patient was administered actilyse and then, the customer started mechanical chest compressions using autopulse platform (B)(6). About 15 seconds after actilyse was started, the platform stopped compressions without intervention of a nurse. Due to this issue, the customer switched to manual compressions and restarted the autopulse platform. This occurred for 5 to 6 blocks after each rhythm check. This affected the continuity of compressions (switching between manual and mechanical CPR). Finally, the customer switched to manual compressions and use of the platform was discontinued. The autopulse showed no obvious error message. In both the continuous compression mode and the 30:2 mode, the platform stops after 15 seconds. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
B5 (describe event or problem) was updated. With additional information. The reported complaint that the autopulse platform (B)(6) stops compressions was confirmed during the archive data review but not during functional testing. Based on the archive data review, the platform displayed multiple user advisory (ua) 17 (max motor on-time exceeded during active operation) error messages. The root cause was related to the brake gap being outside of specification, so failures can occur under heavy load. Visual inspection of the returned platform was performed, and no physical damage was observed. The brake gap was observed to be out of specification, related to the reported complaint. The brake gap was adjusted to remedy the issue. A review of the archive data showed user advisory (ua) 17 (motor on for too long during active operation), confirming the reported complaint. The autopulse platform passed the initial functional testing without any faults or errors. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
Resuscitation setting based on emboli. For this, the patient was administered actilyse and then the customer started mechanical chest compressions using autopulse platform (sn (B)(6)). About 15 seconds after actilyse was started, the platform stopped compressions without intervention of a vpk. Due to this issue, the customer switched to manual compressions and restarted the autopulse platform. This occurred for 5 to 6 blocks after each rhythm check. This affected the continuity of compressions (switching between manual and mechanical CPR). Finally, the customer switched to manual compressions and use of the platform was discontinued. The autopulse showed no obvious error message. In both the continuous compression mode and the 30:2 mode, the platform stops after 15 seconds. No additional information was provided. Patient's status information was requested but the customer did not provide a response.